Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107) has been confirmed. As received, the monitor displayed code 107. The cause of the code 107 - multiple abnormal shutdowns is sram component u1000 on the ca board sn (B)(4). The sram components had intermittent bga connections. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report a code 107. The patient was issued a replacement monitor.